Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon would not inflate on the left side. No patient injury reported. There was no bleeding in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss. No patient injury reported.